Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause could not be determined based on the provided information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, an injury to the inferior mesenteric vein (imv) occurred while dissecting perivascular tissue using a monopolar curved scissor (mcs) instrument. Although the extent of the bleeding is unknown, the patient did not require a transfusion of blood products. The surgeon believes that the da vinci system, instrument, and/or accessory did not cause or contribute to the incident. The injury was attributed to a misjudgment of the imv's position, as it was expected to be located further away from the inferior mesenteric artery. A small laparotomy was performed, and cautery was used to control the bleeding. After hemostasis was achieved, the procedure was converted to a laparoscopic approach caused by the unexpected circumstances, and an additional 5mm port was placed. The procedure was completed, although it is unknown if the patient experienced any post-operative complications.